Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient diagnosis of air in the abdominal cavity (pneumoperitoneum) and peritonitis and pd therapy on the liberty select cycler with cycler set. The pdrn stated that the patient was experiencing issues with the cycler, however, it was never specified to what the issues were. There is no direct allegation reported of a machine malfunction against the liberty select cycler related to this event. Based on the available information a cause of the air in the abdomen and the peritonitis cannot be concluded, however, the nephrologist did state that the amount of air seen on the CT scan was normal. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow up for a separate event it was reported the patient was hospitalized for air detected in the abdomen (volume unknown). Upon follow up with the peritoneal dialysis nurse it was determined that the patient identification was incorrectly reported in the initial follow up. Further information was obtained documenting that the patient was hospitalized (B)(6) 2018 (unknown signs/symptoms) and subsequently diagnosed with peritonitis. Per the pdrn, the patient was having unspecified issues with the liberty select cycler prior to hospitalization. The pd effluent culture results were negative for growth, however the white blood cell (wbc) count was 1753. The patient was treated with vancomycin and fortaz (route, dose, strength, frequency and duration unknown). The patient underwent a computed tomography (CT) scan (unknown date) which showed air in the abdominal cavity and per the nephrologist the amount (unspecified) was normal and not serious. The patient¿s catheter (not a fresenius product) was checked for leakage, however, no abnormality was seen. No further hospital course is known. The patient was discharged (B)(6) 2018 and was seen at the clinic in good condition on (B)(6) 2018